Manufacturer narrative:
On (B)(6) 2019, mentor received information that due to badly damaged device, device would not be returned to mentor. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, new information indicated that the patient explanted the device on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel 500 cc gel breast implants which the right side ruptured after implantation. The issue was observed by the doctor. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.